Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The valve was displaced when trying to introduce the dilator into the vizigo. When trying to introduce the dilator into the vizigo, there was too much friction and the hemostatic valve got damaged. The procedure was delayed 5 minutes and they changed the vizigo sheath. The procedure was successfully completed with no patient consequences. Hemostatic valve separation is MDR-reportable. Resistance with sheath is not MDR-reportable.

Manufacturer narrative:
On 29-jun-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. The dilator was not returned for analysis. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Good-known laboratory samples (smarttouch catheter and dilator) were introduced through the sheath, and no obstruction or resistance was detected. A device history record evaluation was performed for the finished device number 00001946, and no internal actions related to the reported complaint condition were identified. The issues reported by the customer were confirmed with the hemostatic valve damages found. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001137328 after the completed investigation, it was identified that there were event details which were mistakenly omitted from the initial report. The details are as follows: there was no physical damage on sheath/dilator. There was no occlusion when irrigating the sheath. The sheath seemed to be narrowed. The dilator was still able to be moved through the sheath but with difficulty. The dilator/catheter was not stuck in the sheath. The hemostatic valve (inner part) broke after inserting the dilator. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was very little, a few milliliters. The sheath was changed.